Event description:
During an implant attempt of the subject pacemaker, a connection problem associated to the ventricular lead was incurred. It was indicated that the associated lead could not be fully inserted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Manufacturer narrative:
Refer to the attached analysis report.

Event description:
During an implant attempt of the subject pacemaker, a connection problem associated to the ventricular lead was incurred. It was indicated that the associated lead could not be fully inserted.